Manufacturer narrative:
Section d4, h4: additional information investigation summary: the reported pump stop events were confirmed in the log file data provided by the account. The log file data contained data spanning from (B)(6) 2019 at 21:38:23 to (B)(6) 2019 at 01:55:01, per the timestamp. On (B)(6) 2019 at 08:24:43 and 08:25:59, the driveline was disconnected from the system controller resulting in active driveline disconnect alarms and pump stoppages that lasted for approximately 5 and 64 seconds, respectively. The alarms resolved and the pump resumed normal operation at the fixed speed once the driveline was reconnected to the system controller. The patient remains ongoing on pump and no further events have been reported at this time. Multiple attempts for additional information were sent to the customer; however, none was provided. The heartmate ii lvas patient handbook warns that the pump will stop if the system controller is disconnected from the driveline. If this happens, the user should reconnect the driveline as quickly as possible to restart the pump. This document, as well as the heartmate ii lvas IFU, covers all system controller alarms, as well as the appropriate associated actions.

Manufacturer narrative:
Approximate age of device: 5 years, 7 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported the patient experienced multiple low flow events. No alarms or events were noted in the log file history upon device interrogation. During log file analysis, pump stoppage, low voltage and power cable disconnect events were noted while the patient was attached to battery power. No further information was reported.